Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and noted no suspicious fault code or resets. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 100% of the time while implanted with prolonged high atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing on. Device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and the product investigation result indicated that this device exhibited chronic high atrial sensing which affected the longevity.